Event description:
A us distributor reported that an electrode belt had bent pins.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (bent pins) has been confirmed. Upon investigation, the pins in the belt trunk cable connector were bent. The root cause for the bent pins was excessive force. There was no adverse event that resulted from the damaged belt.